Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 254 mg/dl. The customer received an alarm while taking an MRI. The customer was exposed to an MRI. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.